Manufacturer narrative:
We initially did not submit a medical device report for this event since we are not the manufacturer/marketer as referenced in 21 cfr 803.50(a). Recently we have learned that per 21 cfr 803.22(b)(2) we are required to file a report and therefore we are now submitting this report.

Event description:
The x-ray tube and collimator from a overhead tube crane suddenly fell. No injuries were reported.